Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low o2 concentration. Identification of issue has been done by analyzing problem description and device's logs. Service report was not available for investigation. No parts have been replaced, therefore the root cause for the reported issue could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/01/2021. Corrected manufacture date: 03/12/2021.

Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).